Manufacturer narrative:
Product complaint # (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson and johnson canada reported MDR staff has indicated bone tamp impactor is worn and damaged. The handle was found to be cracked. Product is no longer functional and replacement is required. The instrument associated with this report was not returned. With no more information and no instrument returned to examine, a root cause cannot be determined for this instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Device history lot : null. Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson and johnson canada reported MDR staff has indicated bone tamp impactor is worn and damaged. The handle was found to be cracked. Product is no longer functional and replacement is required. The instrument associated with this report was not returned. With no more information and no instrument returned to examine, a root cause cannot be determined for this instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Implant date, explant date: device is an instrument and is not implanted/explanted. Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson and johnson (B)(4) reported MDR staff has indicated bone tamp impactor is worn and damaged. The handle was found to be cracked. Product is no longer functional and replacement is required. The instrument associated with this report was not returned. With no more information and no instrument returned to examine, a root cause cannot be determined for this instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4).

Event description:
MDR staff has indicated product l93606 (bone tamp impactor) was worn and damaged. The handle was found to be cracked.